Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the power supply cables need to be replaced. Parts were placed on order. No conclusion can be drawn as repair info is unavailable.